Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine¿ ultra¿ pen needle was clogged.

Manufacturer narrative:
Investigation summary: 55 sealed and intact 31g x 5mm pen needle samples were returned from lot. No. 8261661, cat. No. 325104. A clog test was carried out on fifty five samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that a bd micro-fine¿ ultra¿ pen needle was clogged.